Event description:
The customer reported that they were not hearing any alarm audio from their patient information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.